Event description:
It was reported that the patient received inappropriate defibrillation therapy due to implantable cardioverter defibrillator attempt to treat in vf zone when patient¿s rhythm was actually a ventricular trigeminy. No other electrical anomalies were observed. The device was reprogrammed. The patient¿s condition post programming modifications was good.